Manufacturer narrative:
Batch review performed on 16 april 2019: resurfacing patella instrument set ref (B)(4), lot 188366: (B)(4) items manufactured and released on 26-oct-2018. Expiration date 2022-06-05. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, with 2 other similar events registered (complaint (B)(4)). As regards the (B)(4), this is the 7th case of breakage of the involved part of the instrument (spikes), the complaints in object are (complaint (B)(4)). Preliminary investigation performed by r&d (B)(4): the images of the complaint show the breakage of all the four spikes of the base inset for patella clamp after patella cementation. This kind of instrument damage could mainly occur in case of improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the cementation, the surgeon removed the patella clamp and discovered that the 4 spikes of the base insert for the patella clamp were broken. The surgeon was able to retrieve the broken spikes from the patient body. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.